Event description:
No alarm alert reported. The pump was programmed to infuse vancomycin (dosage and volume not recalled). The nurse reported that when the peripheral intravenous (IV) access catheter infiltrated, the pump continued to pump and did not alarm "occlusion." The pt's IV site (side not documented) was reportedly red and swollen. The physician was not notified. The nurse contacted the hospital pharmacist to inquire whether there was any specific intervention for a vancomycin infiltration. The pharmacist instructed the nurse to apply a warm compress over the affected site and monitor it. It was reported that the symptoms resolved within two hours. There was no report of further pt harm or adverse sequela. The customer contact stated that the nurse was informed (after the event) that the pump continues to deliver fluid (regardless of delivery site) and will alarm occlusion only when the pressure builds to a certain point. The customer contact stated "there appeared to be some education needs." Though requested, there was no further info or detail available. The pt was ultimately discharged to home.